Event description:
Caller reports multiple blackened contacts on the inform system. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.